Event description:
The customer reported the system displayed poor image quality. Also the system would not boot.

Manufacturer narrative:
The ge service rep repaired the loose video pins on the interconnect cable.